Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable tachy lead exhibited chronic impedance and rising thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.